Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion and circuit disconnect alarms while using the avea ventilator. The customer reported troubleshooting by changing the circuits, exhalation assembly, and resetting the gde (gas delivery engine), only to have repeated failure. The customer reported cross checking a known good gde and the suspect device was working satisfactorily, until the circuit occlusion and circuit disconnect displayed the again. The customer reported the issue occurred during testing and no patient involvement associated with this event.